Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device does not work. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, cable resistance value out of tolerance limits and keyboard was damaged. The motor, motor cable and keyboard were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. User mishandling of the device can be the most probable root causes of damaged keyboard. With the available information, we cannot determine the root cause of the other identified failures. The corroded motor, defective cable and damaged keyboard would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that the handpiece device did not work. During in-house engineering evaluation, it was determined that the motor was corroded. There was no procedure nor patient involvement reported. No additional information was provided.